Manufacturer narrative:
The sorin s3 roller pump is mfg by sorin group and distributed by sorin group USA, inc. The medwatch report stated that the pump was replaced and that the vendor would repair the pump. Sorin group USA inc. Searched the records and found no evidence that the pump was placed back into svc by an sgusa rep. The facility has not returned the pump for eval. However, the report documented that testing had been done on the pump. Testing could not duplicate the error code. It appears that the relevant tests were performed by the facility. Several attempts were made to contact the risk mgmt rep for additional info regarding the status of the pump. The rep has not contacted sgusa. If the product is returned or additional info is provided from the facility. A follow-up report will be filed.